Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be intermittently depleting quickly since (B)(6) 2015. The customer stated the pump depletes from 40% to 5% and subsequently shut off. The customer also reported difficulty fitting usb cables into the usb port. The customer declined to troubleshoot the cable issue. The customer declined to provide any information regarding impact to blood glucose level. It was indicated that the customer had manual injections as backup insulin therapy.